Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that burns were noticed by the physician on the colic loop of the patient. The tissue appeared to be damaged. There was no bleeding.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/14/2016. The reported condition was not confirmed. The device could not be tested for activation because the cord had been cut off prior to evaluation. No activation was possible. The jaws were clean and there were no signs of arcing. The investigation could not determine the root cause of the customer's report. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.